Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the rca was treated with a resolute onyx des. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The patient is a smoker. The index procedure was prompted by unstable angina. The mi occurred in the rca. If information is provided in the future, a supplemental report will be issued.